Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post op a gastric bypass, the surgeon found a leak the next day around the pouch; this was determined based on the stomach contents. The staple line was examined during surgery and found to be intact. The device worked properly during the procedure. No unusual noises were heard, a blue cartridge was used. The procedure was completed with the same device. The device was discarded.